Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube there was an incorrect colored cap on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo indicated that an incorrect purple cap had been applied to the sst ii tube, which typically has a gold cap. A total of 100 retained samples were visually inspected, and no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode incorrect cap color. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube there was an incorrect colored cap on one device. No adverse impact was reported regarding the patient or user.